Event description:
Customer reporting 1 false positive sars result for 1 patient. Confirmation testing was done with pcr, resulting negative. It is unknown if patient was symptomatic or asymptomatic. Additional information requested but were unable to be obtained after multiple communication attempts.

Manufacturer narrative:
Investigation summary: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: email.